Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter was inserted and fluid was found leaking all the time. Dressing changed without improvement, leaking found at the 16cm mark during injection. No sample for evaluation. The catheter was discarded.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter was inserted and fluid was found leaking all the time. Dressing changed without improvement, leaking found at the 16cm mark during injection. No sample for evaluation. The catheter was discarded.